Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) replaced the motion control board with another and adjusted the system to operate to speciations. Philips evaluated the two-axis motion control board and found several solder connections were inadequate and several screws were found to be tightened incorrectly when this board had been previously repaired. It was reported that the motions encountered by the fse could not be reproduced with this same two-axis motion control board. (B)(4).

Event description:
Philips received information that during servicing of the cardiomd iii at a customer site, the service engineer's hand was caught between the patient table and the head of the detector. After replacing the 2-axis motor controller board of the cardiomed iii, the service engineer released the estop on the hand controller and bent over to watch gear motions with his hand on the detector under the patient pallet. Unexpectedly the detectors moved radially. This motion was also faster than experienced, and the detector hit the patient pallet. This resulted in two broken fingers and ten stitches.